Event description:
Note: there was no patient/user information provided by the distributor. Health and life co, ltd received a product return of one unit of the model hl100 vib-mesh nebulizer associated with complaint number (B)(4). The complaint indicated that the device, when used to nebulizer "beclomethasone dipropionate" would create bubbles and the mesh ultimately cracked, which prevents the device from operating properly. (Please note that this specific medication is not used for active asthma attacks.) A subsequent investigation revealed that bubbles occurring during nebulization (which this particular medication tends to create) caused the auto-shut off feature to malfunction. This resulted in the nebulizer continuing to operate after the medication chamber was empty, rupturing the membrane. This nebulizer can be used to deliver a variety of medications, including medications for the treatment of active asthma attacks, especially in pediatric patients, since they have difficulties using a typical "rescue inhaler." A failure of the device to function properly during such a use could contribute to serious injury or death. A design change was implemented to assure the auto shut-off feature functions properly.

Manufacturer narrative:
Additional investigation shall be performed to determine the suitability of beclomethasone dipropionate for use in this device. The results of this additional information will be provided by (B)(4) 2010. Complaint (B)(4) has been investigated and a design change implemented to assure the auto off feature functions properly. All device evaluation information is being translated from (B)(4) to english for your review. The translated device evaluation information will be included in (B)(4) 2010 follow-up mentioned above.